Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was not powering on. The medical affairs specialist (mas) spoke with the patient on six days later and obtained the following information. The patient reported that the alleged issue began approximately in seven months earlier. As a result of the issue, the patient confirmed he discontinued testing his blood glucose; however, since he is on an insulin pump, he continued to administer insulin (type unknown) based on his carbohydrate intake. On an unspecified date in three months prior to original month, the patient claimed he developed symptoms of high blood sugar which he described as being thirsty, frequent urination, and being sleepy. The patient denied treating self or receiving medical intervention as a result of the symptoms. In addition, the patient reported that the symptoms did not become worse. At the time of troubleshooting, the patient did not have the subject meter or supplies with him. The cca was unable to confirm or troubleshoot the alleged power issue. This complaint is being reported because the patient claims he was unable to test his blood glucose, due to reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.